Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. Re-booting the navigation system resolved the issue. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the positioning sensor unit (psu) was tracking, however, the probe or frame were not recognized by the navigation system camera. In trouble-shooting, disconnecting and re-connecting the cable, then re-booting the navigation system resolved the issue temporarily, however, it did re-occur. Re-booting the navigation system each time it was required for use allowed the surgeon to continue the procedure. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: brand name, serial number, catalog number and device manufacture date provided. No procode, common device name, and/or 510(k) provided as this device is not released for distribution in the united states.